Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired three or four clips properly. When the surgeon attempted to fire the fifth clip, the jaws jammed and stuck together. The surgeon pulled the handle apart to open the jaws. When the jaws opened, the device stopped feeding the clips. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(4)

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass, jaws unable to open, open after assisted. The device was received in good condition. The device was cycled and the tip of the advancer slid toward the tissue stop; the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; one pear-shaped clip was released. The remaining clips were fed and properly formed. The device locked out as intended but the orange indicator did not show up completely. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.